Manufacturer narrative:
(B)(4). The lot number was unknown and the cassette was not returned for evaluation; therefore a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that between the connector of the solution bag and supply line of the homechoice cassette there was difficulty to connect. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.